Event description:
On (B)(6) 2011, it was reported 5592 / leu117658v atrial lead, patient sent for x-ray to check the positioning. (B)(6). Dr. (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).